Event description:
This complaint originated from our foreign dist in (B)(4). The dist contacted carefusion technical support to request a replacement main printed circuit board. According to the distributor, during an inspection at a hosp, one of the ventilator was alarming "motor out of order". The incident was confirmed by one of their engineers as being both of the following alarms: "motor out of order" and "xdcr defect" the distributor mentioned that there was no harm to the pt during this incident.

Manufacturer narrative:
The alleged faulty main printed circuit board assembly was received on april 20, 2015, and was routed to the failure analysis lab for evaluation. Failure analysis evaluated the device, and noticed multiple transducer (xdcr) fault occurrences. They cycled the unit in operating mode within the received settings, however there were no anomalies. The unit also passed all xdcr tests. After a few cycles of turning the unit off and letting it cool, they were finally able to duplicate the reported issue. The issue was noted as being intermittent, and was attributed to a ¿bad¿/slow solenoid. Findings/root-cause: reported problem was duplicated and isolated to bad solenoid.

Manufacturer narrative:
(B)(4). Carefusion technical support replaced the main printed circuit board, per the foreign dist's request. They also issued a returned goods authorization (rga) number to the distributor for the return of the alleged faulty main printed circuit board for eval. As of feb 27, 2015 the alleged faulty main printed circuit board has not been rec'd. Should the alleged faulty main printed circuit board be rec'd and evaluated, a f/u medwatch report will be submitted.